Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was discovered and confirmed in the pump's event history by baxter personnel. The root cause of this condition was assigned to the air in line printed circuit board being out of calibration. The air in line printed circuit board was recalibrated and verified to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 810:11 occurred twice during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.